Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with corrosion in the front housing and blade mount assembly. Those parts were replaced along with the rotor assembly, motor assembly, and other components. Service will do a clean, lube, and adjust to the device, and repair and return the device to the customer.

Event description:
It was reported that the handpiece began leaking a black fluid during a routine maintenance visit and in a non-sterile environment. There was no pt involvement and no adverse consequences reported as a result of this event.